Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator leads were implanted in the wrong location. They were replaced. Afterward, the pt had great stimulation. Additionally, the pt lost his recharger. An implantable neurostimulator. He went without stimulation for about 1 year. Trickle charges were done and the pt was able to recharge normally. The recharge frequency had increased. Also, the pt's programmer failed to power up. The pt was referred to the loaner/repair department of the manufacturer.